Event description:
It was reported, the patient had no stimulation sensation. The device had "quit working." The patient had an accident 5 years prior but the device had worked afterwards. An impedance check was performed and impedances were greater than 3,000 ohms. Battery voltage was at 2.40 v. Follow up information received reported the patient had a planned battery change the day of report, and the patient had not felt stimulation for a "few" years. Since impedances were high, the replacement was rescheduled so the lead and battery could be replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 748925 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension; product ID, 7435 lot# serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient; product ID, 3888-33 lot# j0427882v, implanted: 2004 (B)(6), product type lead; product ID, 3550-09 lot# lc0284, implanted: 2004 (B)(6), product type accessory; (B)(4).